Event description:
It was reported that the patient was treated with a bone tumor ablation using an optablate device. After the procedure, the patient was unable to move one of their legs. There was no allegation of a product malfunction.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the patient was treated with a bone tumor ablation using an optablate device. After the procedure, the patient was unable to move one of their legs. There was no allegation of a product malfunction.